Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was detached from the pusher assembly and revealed that the pull wire was retracted from the pusher assembly ddt. If the pull wire was retracted form the ddt, the embolization coil will detach from the pusher assembly as its intended. The detached embolization coil was not returned for evaluation. Further evaluation of the device revealed that the pet lock with the proximal end of the pusher assembly and the pull wire were fractured off and not returned for evaluation. This damage was a result of the manual detachment attempted during the procedure. The handle used in the procedure was not returned for evaluation. Due to the returned condition, the root cause of the smart coil failure to detach with a handle could not be determined. Further evaluation also revealed kinks in the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the smart coil failure to detach with a handle. This report is associated with MFR report number: 3005168196-2021-01229.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (avf) via the right occipital vein using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter and non-penumbra coils. During the procedure, the physician placed ten non-penumbra coils into the target location using the microcatheter. Next, the physician advanced a smart coil into the target location using the microcatheter and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, physician decided to remove the smart coil. Subsequently, while attempting to remove the smart coil, the physician noticed that the smart coil was entwined with the non-penumbra coils that were previously placed. Consequently, the physician was unable to remove the smart coil. Afterwards, the physician manually detached the smart coil. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.